Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the dead battery was determined to be the battery reaching end of life (eol). The intervention that was taken to resolve the device not working was replacement of the implantable neurostimulator (ins) that occurred on (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The consumer reported via the healthcare provider (hcp) they were going to be having a head scan completed, and they wanted to know if they could be scanned if the stimulator was dead and not working. The hcp stated the only thing the patient told them about the issue with the system was that she was "there to have the system revised." No patient symptoms were reported. Relevant medical history includes chronic low back pain and post-lumbar laminectomy syndrome.